Manufacturer narrative:
One opened probe was received with a tip protector, in a pouch. The returned sample was visually inspected and found to be non-conforming with the needle bent. The sample was then functionally tested for actuation and cut. The sample was found to be non-conforming for actuation. The cut functionality was unable to be tested due to the actuation failure. The probe was disassembled, and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Significant resistance was observed when removing the inner cutter from the bent needle. The inner cutter was observed to be severely bent with gouge marks present on the cutter. A photo of pouched product is attached and has been reviewed by the manufacturing site. The product and lot seen matches what was reported. The reported functional issue cannot be confirmed from the portion of the product seen in the photo. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation indicates that the probe had an actuation failure. The cut functionality was unable to be tested due to the actuation failure, therefore the reported cut failure could not be confirmed. The most likely cause for the actuation failure is the bent needle and bent inner cutter. A bent needle can impede the movement of the cutter shaft. This interference is present as observed from visual condition of the inner cutter. The exact root cause of the bent needle and bent inner cutter cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site, including use during surgery. Although the event was reported to have occurred prior to surgery, a wear evaluation indicated that the probe was used for a time frame greater than that seen during the manufacturing testing of the reported product. The reported cut failure was not confirmed and an exact root cause for the bent needle and the bent inner cutter was not determined from this evaluation, therefore, no specific action with regard to this complaint was taken. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported vitrectomy probe had no cutting and normal aspiration before vitrectomy surgery. The surgery was completed after a new replacement was used. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).